Event description:
Description of event according to initial reporter: explants evaluation performed: ¿small amounts of mural thrombus present in the folds of the graft material in the observed region of zta-p-32-201-w1 and zta-d-40-197-w1. Small amounts of mural thrombus present in the lumen of the graft of zta-d-40-197-w1. On 25nov2021 zta-p-32-201-w1 and zta-d-40-197-w1 had been placed. On (B)(6) 2022, due to continuous growth of the aneurysm, the user performed open surgery to replace from two stent grafts to a graft from another manufacturer. During the surgery, when the user washed the surface of the stent graft, he found a blood leakage from the graft. The leakage was clear and more like from a suture hole than oozing like type IV. The leakage also wasn't like furious. The user suspected that this endoleak was the one of the reason of the growth of the aneurysm. After the placement on 25nov2021, taa had been growing (pr387074 manufacturer report #3002808486-2023-00042). Although the user couldn't observe endoleak clearly, he couldn't have decided that it was because of the endoleak or artifact via follow-up images. Therefore, as a treatment for the expanding the aneurysm, zta-p-32-201-w1 was removed and an artificial blood vessel was to place instead. On (B)(6) 2023, artificial blood vessel replacement was performed. When the surface of the zta exposed at the time of thoracotomy was washed with water, blood leakage was visually observed from a part of the graft, which appeared to be from a pinhole. The unknown causes of growing taa was considered possibly that it considered with a type iii endoleak (pr387074). As of (B)(6) 2023, the user have determined that what was shown in the image is not an endoleak, but an artifact. Although it is true that bleeding from the stent was visually observed during thoracotomy, the exact cause of the aneurysm enlargement remains unknown. Patient outcome: no health hazard.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device under PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). H6) c22 - appropriate term/code not available - side effect d17 - appropriate term/code not available - side effect summary of investigational findings: two explanted devices (zta-p-32-201-w1 and zta-d-40-197-w1) were returned and sent to cook research incorporated (cri) for explant analysis. Both devices were implanted on (B)(6) and explanted on (B)(6) 2023 due a possible type 3 endoleak (related complaint (B)(4) manufacturer ref#(B)(4). Per the non-clinical test report, the devices were received in a partially overlapped configuration. Prior to separation, there were small amounts of mural thrombus present in the lumen of zta-d and in the folds of the graft material in zta-p and zta-d in the overlapped region. No occlusion was observed. Post separation, there were small amounts of mural thrombus present in the folds of zta-d and zta-p in the overlapped region. There were small amounts of mural thrombus present in the lumen of zta-d. No occlusion was observed. No imaging and no information regarding patient anatomy have been provided to help the investigation. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. The proximal component had a diameter of 32 mm and the distal component had a diameter of 40mm. The size difference between the devices likely contributed to folds in the graft material of zta-d, that was placed inside zta-p. According to the clinical test report, small amounts of mural thrombus was located in these folds and in the lumen of zta-d. The size difference was the maximum size tolerance for overlap as specified within the instruction for use, saying "the proximal diameter of the distal component can be up to 8 mm larger than the distal diameter of the proximal component". The specific location and anatomy around the stent grafts is unknown since imaging and information was not provided. As nothing indicates that the event is related to fault conditions of the devices or abnormal use of the devices, the event is assessed to be a side effect. Consequently, the event of the mural thrombus considered to be related to procedure. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.